Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not boot up and that the system fan was noisy. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a boot-up issue and that the system fan was noisy and therefore it was reconfigured and the software reloaded and updated, as well as the system fan being replaced to resolve. It was further noted that the rubber pad on the lower case was damaged and the lower case was therefore replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.